Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menopause ("I started going through menopause not long after removal"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and menopause outcome was unknown. The reporter considered medical device removal and menopause to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced artificial menopause ("I started going through menopause not long after removal") and eczema ("my eczema was a lot worse after"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and artificial menopause outcome was unknown and the eczema had not resolved. The reporter considered artificial menopause, eczema and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced artificial menopause ("I started going through menopause not long after removal") and eczema ("my eczema was a lot worse after"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and artificial menopause outcome was unknown and the eczema had not resolved. The reporter considered artificial menopause, eczema and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new event 'eczema' was added. Reporter added. On 27-apr-2020: correction following company internal coding review of the event "menopause". Event recoded to 'surgically induced menopause' based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.